Manufacturer narrative:
Five batteries and a controller were returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. (B)(4) passed visual examination and functional testing; both devices performed per specification. The controller failed visual examination which revealed that a pin was bent and that a connector guide was damaged within port 1. This type of damage to a controller port is consistent with damage caused by a user attempting to connect a power source onto the controller without properly aligning the mating parts. Additionally, damage of this sort is also consistent with the user applying excessive force as the user attempts to connect a misaligned power source. Review and analysis of the controller log files confirmed a critical battery alarm. The confirmed malfunction is related to the reported event. Functional testing revealed that (B)(4) contained a faulty cell pair which likely contributed to the reported event. Additionally, (B)(4) failed functional testing due to a defective electrical component. The root cause of the event cannot be conclusively determined; however, the most likely root cause of the event is due to a combination of the confirmed controller and battery malfunctions, all of which could have caused or contributed to the reported event. This is one of three reports (3007042319-2014-00635, 3007042319-2014-00895, and 3007042319-2014-00900) submitted for devices related to the same event.

Event description:
Approximately five months and two weeks after implantation, the site reported that the patient experienced power switching from one port to the other, which resulted in the controller completely powering off and then restarting. This occurred while the patient was using a combination of batteries, a controller dc adapter, and a controller ac adapter. The batteries were noted to be fully charged when the event occurred while using the controller ac adapter. The patient performed a controller exchange. It was reported that the patient was asymptomatic during the losses of power. No harm or injury to the patient was reported as a result of this incident. The patient's batteries, controller ac adapter, and controller were replaced, no further issues were noted, and the patient is reported to be doing well. A preliminary review of the controller log files revealed multiple "controller power-up" and "motor start" events, confirming the losses of power.

Event description:
Approximately six months after heartware lvad implantation, the site reported an event involving a patient whose battery was not charging. The battery was replaced with one from the hospital's stock, and the unit in question was returned to heartware for analysis. No harm or injury to patient was reported as a result of this incident.

Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00895 and 3007042319-2014-00900) submitted for devices related to the same event. Evaluation in progress.